Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2013-08776 and MFR. Report # 3005099803-2013-08775). It was reported to boston scientific corporation that two wallflex enteral duodenal stents were used during a stent implantation procedure on (B)(6) 2013. The indication for the stent placement was treatment for a stricture located between the gastric antrum and the descending portion of the colon. The length of the lesion was reported to be 4-5cm and the stricture was noted to be tight and tortuous. During the procedure, a 6cm wallflex enteral duodenal stent (the subject of MFR. Report # 3005099803-2013-08776) was inserted into the patient after viewing the lesion via radiography. The stent was fully released but was not implanted in the desired location. A cannula was inserted into the patient in order to obtain an image of the area; however, it was difficult to cross the lesion with the guidewire and, as a result, the stent was slightly displaced proximally. The physician exchanged the endoscope and attempted to remove the stent but was unsuccessful. Therefore, the stent was left implanted inside of the patient. The physician reinserted the guidewire and cannula into the patient and obtained an image of the target area. The physician decided to place a second stent overlapping with the first stent. The 9cm wallflex enteral duodenal stent (the subject of MFR. Report # 3005099803-2013-08775) was inserted into the patient. During deployment, resistance was encountered. After partially deploying the stent, the physician was unsatisfied with the positioning of the stent and attempted to reconstrain the stent. However, significant resistance was encountered and the sheath detached from itself near the handle. The physician pulled the outer sheath by hand and was able to successfully deploy the stent in the desired area overlapping the previously placed stent by 1cm. The procedure was completed with the two overlapping stents. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the exact patient age is unknown, it was reported to be over 18 years old. (B)(4) for the reported event of difficulty positioning the stent. (B)(4) for the reported event of difficulty removing the stent. The complainant indicated that the device will not be returned for evaluation as it remains implanted within the patient; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.